Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a genital prolapse repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and was left inside the patient. The procedure was completed with another uphold (tm) lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.